Manufacturer narrative:
The device was returned to our local service provider for evaluation. The forensic memory and tce log files were also provided to zoll for review. Review of an image and video taken during the reported event were provided by the customer. We did observe the communication faults but they were unable to be duplicated during evaluation. Typically we experience similar reports related to excessive vibration where we recommend to reset the device and continue the rescue. We recommended the customer review their mounting scheme for the vent within the vehicle. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "internal comm failure - 1173", "internal comm failure-1471" and "internal comm failure-1475" error messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.